Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past six months and were now out of range greater than 125 ohms. It was also noted that the pacing impedances had also risen from approximately 400 ohms to 750 ohms. The lead remains in-service, and it was recommended to consider commanded shock testing. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past six months and were now out of range greater than 125 ohms. It was also noted that the pacing impedances had also risen from approximately 400 ohms to 750 ohms. The lead remains in-service, and it was recommended to consider commanded shock testing. No adverse patient effects were reported. Additional information was received that commanded shock testing was performed to test the system, where the values were below 145 ohms. The system remains in-service, and plans were to continue to monitor at this time.